Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not communicated as expected at the information center. No patient harm occurred.